Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the right atrial (ra) lead exhibited fluctuating pacing impedance values which rose and were high but then returned to baseline measurements. The lead remains in use. No patient complications have been reported as a result of this event.